Event description:
It was reported that a screw is jammed up in the bolt cutters head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that the cutting head cannot be removed. The jammed schanz screws could be removed from the cutting head. A visual inspection of the end of the shaft of the schanz screw show that the cutting head was not completely screwed together. This may lead to the jamming of the schanz screws. In the function check, two additional schanz screws were successfully removed from the cutting head at hand. No product defects were determined.